Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. Effective therapy restored post-op.